Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone13.4 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's father that the patient presented to a school nurse with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels were not provided while wearing the pod longer than 48 hours. Symptoms reported include pod leaking, patient lost concentration, nausea and weakness at the moment, and hyperglycemia. The patient was treated with slow action insulin and hydration. The patient was released later the same day (B)(6) 2026. The pod was removed at nurses office and discarded.